Event description:
Patient reported the pump was resetting itself without intervention.

Manufacturer narrative:
The pump was returned to animas for evaluation,. Evaluation revealed a damaged solder connection within the power circuit.